Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the personality module audio / video (pmav) to resolve the issue. System was programmed/tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the pmav associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, clinical sales representative (csr) stated they encountered a non-recoverable 307 error on the system. Logs showed 307 pointing to the vision side cart (vsc) personality module audio / video (pmav). Technical support engineer (tse) had the csr power down and do a hard restart of the vsc and the error cleared. The customer was continuing with set up. Later, the csr called back and reported error 307 was persisting. The procedure was converted to laparoscopic surgery. There was no patient harm reported due to this event.